Event description:
It was reported that asymptomatic patient presented in clinic for follow up with high, out of range pacing impedance and increased capture threshold exhibited on the right ventricular lead. Upon interrogation, it was noted that impedance had been out of range since (B)(6) 2017 and capture thresholds had increased since last follow up. There was no loss of pacing due to issues and device was still able to capture at high outputs. There were no interventions performed. The patient will continue to be monitored and was reported to be stable post interrogation. New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2017 due to the increasing impedance; a fracture was suspected. There were no diagnostic x-rays performed to confirm the fracture. The patient was stable before, during and after the procedure.

Event description:
It was reported that asymptomatic patient presented in clinic for follow up with high, out of range pacing impedance and increased capture threshold exhibited on the right ventricular lead. Upon interrogation, it was noted that impedance had been out of range since (B)(6) 2017 and capture thresholds had increased since last follow up. There was no loss of pacing due to issues and device was still able to capture at high outputs. There were no interventions performed. The patient will continue to be monitored and was reported to be stable post interrogation.